Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 9:00 pm the patient obtained the blood glucose reading of 110 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. The patient took no actions due to this meter reading. Afterwards, the patient experienced the symptom of shaking. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient returned the reported meter to lfs for evaluation. On (B)(6) 2013 the meter was evaluated and passed testing and the complaint could not be reproduced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal blood glucose reading on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.